Event description:
(B)(4). It was reported by the consumer that the trex2 custom mechanical wheelchair armrests covers developed edges that was annoying to her arms. There was no injury reported, and no alleged medical attention sought. Should we receive additional information, a supplemental MDR report will be submitted.